Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were seroma, rupture, and patient concern with the product.

Event description:
Healthcare professional right side implant rupture, seroma, and patient concern with the product. Device has been explanted.

Event description:
Healthcare professional right side implant rupture, having been tested for alcl seroma ("test came back negative"), and exchange of textured breast implants due to the patient¿s concern with the product. Additionally, healthcare professional reported "crease/folding of implant." Patient representative reported "plaintiff was implanted with biocell® devices , which plaintiff contends caused injuries. Manufacturing defect, failure to warn, breach of express warranty, negligence, consumer fraud, and loss of consortium. Patient has not been diagnosed with bia-alcl." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold and wear abrasion. Weight measurement identified device weight to the specification. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool. Based on the device analysis, the final assessment is a striated edge opening on radius side due to surgical damage.

Event description:
Additionally, healthcare professional reported "crease/folding of implant."